Manufacturer narrative:
Evaluation of the returned icy catheter confirmed the customer's reported event. The occlusion was caused by a small plastic particulate that prevented the catheter from inflating. Please note that during manufacturing, all icy-3 catheters are 100% inspected for leaks.

Event description:
It was reported that there was no cooling capacity using the thermogard xp console. The console was not in standby mode. Customer reported that the zoll icy catheter was disconnected from the start up kit (suk) to check the integrity of the catheter. A sterile syringe was filled with sterile saline and infused into the catheter. However, the balloon could not be filled. No adverse patient sequelae was reported. No further information was provided.